Event description:
It was reported that the user experienced hyperglycemia after maladapting meal announcements, including using meal entries to correct elevated glucose, and also reported an unresponsive wake button on the ilet; the ilet subsequently reduced the elevated glucose and no alerts were triggered during the event. Symptoms included none. Outcomes included no need for assistance and no medical intervention or hospitalization. Investigation included troubleshooting and education on proper meal announcement practices and evaluation of the device functionality related to the wake button. Investigation of this case revealed user-related use error contributing to hyperglycemia and a separate device usability concern with the wake button, while the glucose control algorithm functioned as expected in reducing glucose. It was concluded, based on previously established findings for similar reports, that the cause was unclear for the hyperglycemia event with contributing user behavior, and a device performance issue related to the wake button will be addressed separately. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.